Event description:
It was reported difficulties were encountered withdrawing this biopsy needle from the pt during a liver biopsy. Withdrawal of the needle was eventually achieved without trauma to the pt. Following removal of the needle from the pt, a burr was noted on the distal tip of the outer cannula. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the cannula's cutting tip was burred. The specimen notch wall seemed to have suffered impact damage. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stabilization may damage the cannula tip. Do not leave the needle cocked with the springs under tension until ready to use."